Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that on (B)(6) 2013, customer received a call in the early morning (around 6 am) indicating that an unresponsive (B)(6) man was down against his car on his driveway. Patient was on his way for a stress test that morning. Customer indicated that the patient¿s spouse may have said that the patient was acting tired and sat down, stating that he felt out of it. Prior to the crew's arrival, patient was down for an unknown length of time. Customer indicated that manual CPR was performed by the crew for an unknown length of time, prior to deployment of the autopulse platform. During deployment of the platform, the autopulse lifeband did not size down on the patient and the platform displayed a user advisory 12 (lifeband not present) message. The crew made a couple of attempts to clear the message by changing out the batteries and checking the lifeband but the message could not be cleared. The platform could not be restarted. It is unknown how much time elapsed between the attempts to restart the platform, but customer did state that manual CPR was being performed between the attempts. The crew immediately transported the patient to the ambulance. Manual CPR was performed for approximately 30 minutes for the duration of the transport until relieved by the ER hospital staff. The hospital was 10.2 miles away from the patient's home. Return of spontaneous circulation (rosc) was never achieved. Customer does not know if any additional medications were administered in the hospital. Patient was pronounced dead in the hospital on the same day. The cause of death was due to cardiac arrest. Customer does not attribute the autopulse stoppage to the patient's death.